Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that subsequent to the patient being shot in the chest, the initial interrogation of the cardiac resynchronization therapy defibrillator (crt-d) was normal, but then "glitches" occurred. The device indicated end of service (eos) quickly and a charge circuit timeout occurred. On interrogation, the charge circuit was inactive. It was noted the device header was loose and the atrial ring portion of the device connector was dented. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device had set eos while implanted on (B)(6) 2018 due to a charge timeout. This occurred after the incident where the patient was shot in the chest. The resulting damage to the device from being shot resulted in the device high voltage transformer being knocked loose of the hybrid resulting in the device being unable to charge and deliver shocking therapies. The device had rv and lv pacing therapies available. If information is provided in the future, a supplemental report will be issued.